Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient were not receiving desired therapeutic relief. About 3-4 weeks ago the patient reached out to a manufacturer representative who boosted the first settings on the device up to 4.2 and patient noted that the therapy settings seemed to be working. However it was noted that the morning of (B)(6) 2021 the patient had constant pain level at 5-6 when not moving and 7-8 when in motion. The patient stated the stimulation had been erratic. They also noted the therapy did not feel like it was working this morning. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported that on 12/3 the patient spoke with their manufacturer representative and noted the stimulator was working fine as it always had but that their new pain was erratic especially when they walked or rode in a car and it was not improved by the new stimulator settings. It was noted the patient had an appointment on (B)(6).